Event description:
The complaint was reported as: the circuit was found broken at the connection to the wye connector. No patient injury reported.

Manufacturer narrative:
The DHR (device history record) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially relate to this complaint. The DHR also showed that the product was assembled and inspected according to specifications. A photo of catalog number 780-23 was received for analysis. It was visually inspected and a split was noted on one end of the corrugated tubing p/n 10668-03. The customer complaint was confirmed based on the visual inspection of the photo. The issue found is originated in the corrugated tubing extrusion process. This process is under control of a vendor since this is a purchased component. A scar was opened to the vendor in order to document the root cause and corrective actions.